Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim gastrointestinal/pelvic floor. It was reported that the patient was unable to change programs on their programmer. (B)(6) 2018 the patient stated they hurt their leg, stretched the muscle and was having pain. Patient had an x-ray and since then they couldn¿t change the programs. About a couple months prior the patient stated they would have to go to the bathroom about every half hour. The patient reported being stressed. During the call patient services reviewed how to use programmer, and the patient was then able to communicate. They were on program 1 at 3.55v with the ins being on. The patient wanted to change the programs and was able to. Patient would monitor to see if new program helped their symptoms. There were no further complications reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that all was well with the patient at the time of the report. There were no further steps taken to resolve the interference from the x-ray, inability to change programs, and the urinary frequency. The patient noted that she needed to change the settings on her device but did not get it changed, then she fell and could not do it. When the patient was able to change it, she could not get it to work. It was noted that the troubleshooting performed with the help of patient and technical service during her initial report was very helpful and got her set at a very good position. The patient has not had any problems since then. It was currently working very well at the time of the report and was noted to be the best the patient has had it. There were no further complications or anticipations reported with this event.